Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: literature - watanabe s, kaibara t, feeley bt, zhang al, lansdown da, ma cb. (2025). Survival rate and outcomes of reverse total shoulder arthroplasty with a minimum ten-year follow-up using a trabecular metal implant. Bone jt open. 2025 oct 2;6(10):1171-1178. Doi: 10.1302/2633-1462.610.bjo-2025-0147.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient developed instability approximately 10 years after a reverse total shoulder arthroplasty and underwent a revision of the polyethylene liner. Attempts have been made and no further information has been provided.